Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. According to the patient, on (B)(6) 2026, the patient indicated on a call with customer service she had a seizure. A chronological description of event details was not specified. No blood glucose fingersticks occurred, and there was no hospitalization as a result of the seizure. There was no documentation of any treatment. No sensor insertion or location information was specified. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.